Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25118671, 25118897 and 25118981 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was almost done with the dissections when it was noticed that the tip of the vasoview hemopro was bright red and it wasn't being activated at the time; it did it on its own. The harvester pulled the device back into the cannula and removed it from the patient's leg. Both the cord and the device were discarded. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
November 05, 2015 06:04 pm (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was almost done with the dissections when it was noticed that the tip of the vasoview hemopro was bright red and it wasn't being activated at the time; it did it on its own. The harvester pulled the device back into the cannula and removed it from the patient's leg. Both the cord and the device were discarded. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.